Event description:
It was reported that a 62-year-old female patient who underwent breast augmentation revision surgery with a 355cc contour core profile gel breast implant experienced right sided breast pain post procedure. As a result, patient underwent removal and replacement with a non mentor breast implant on (B)(6) 2021.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that patient experienced right sided capsular contracture baker grade unknown post procedure. Patient's date of implantation on (B)(6) 2009. Per mentor IFU, these devices are not be implanted for no more than 6 months .therefore, these devices were used off label. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Correction: in follow-up report #1, it was reported that ¿these devices are not be implanted for no more than 6 months. Therefore, these devices were used off label.¿ this statement is incorrect. Mentor gel breast prostheses may be implanted for longer than 6 months. The correct statement is that per the reported implantation date (01-jan-2009), an expired product was implanted into the patient (device expiration date: 01-nov-2008). If clarification is received regarding the implantation date, a supplemental report will be submitted. Additionally, the lot number was not included in the previous reports. It is 269815. On 26-jan-2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4) d4 lot: 269815. H10: remove incorrect statement "these devices are not be implanted for no more than 6 months. Therefore, these devices were used off label.¿

Manufacturer narrative:
On 09-feb-2023, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient developed breast pain and it could be due to capsular contracture. Additionally, it was identified that the device was implanted after the expiration date of the device. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Based on the date of implantation provided and the expiration date of the reported lot number, the device was implanted after the expiration date. Please note that according to the product insert data sheet, sterility cannot be guaranteed if the packaging has been damaged or after the ¿use by date¿ shown on the box label. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).